Event description:
Ambulance personnel were treating a pt and were allegedly unable to obtain the pt's electrocardiogram due to constant motion detect alarm messages. The advanced life support crew arrived on scene and a back up device was used to continue treatment. The pt was delivered to the hospital alive. The final outcome of the pt is not known at this time. No adverse effects to the pt were reported as a result of the reported malfunction.